Event description:
Surgically injected saline breast implants. Not long after, started experiencing ringing in ears and intermittent hearing loss in one ear. Replaced implants in 2017 with mentor silicone implants and experienced extreme hair loss, joint pain, exhaustion, brain fog, continued tinnitus/pulsatile tinnitus, slow recovery from illness, adrenal fatigue, back pain, neck pain, shoulder pain, low libido, hormonal imbalances. Reference report: mw5146923, mw5146924, mw5146926.